Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify the reported failure. Physio evaluated the downloaded electronic patient event record and observed multiple loss of power indications throughout the reported event, but was unable to duplicate any actual device failure. Physio tightened a battery pin in battery well #2 and replaced the main keypad assembly as precautionary measures and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
The customer reported that while monitoring a patient, their device lost power. After the reported loss of power, the customer was able to power the device back on and continue care. The patient was complaining of chest pain, which prompted the arrival of ems and the monitoring. The patient did not suffer any adverse effects as a result of the reported loss of power.